Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and did not gave any alert for it. The customer reported blood glucose value of 25 mg/dl. The customer reported hypoglycemia and diabetic shock which was treated with dextrose and hospitalization. The event involved product(s) mmt-7040a, mmt-332a, mmt-399a, mmt-7841zn, mmt-1884.troubleshooting was performed, and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer would discontinue the use of the pump. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-399a. Mmt-7841zn was requested and customer response was the device will be returned. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in the section b5, h6(hecc, heic) and h10 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and diabetic shock. The customer alleged that the pump did not alert of low blood glucose levels. Customer reported a blood glucose value of 25 mg/dl. Emergency medical services was dispatched and the customer was treated in the emergency room. Low blood glucose was treated with glucose/carb intake. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. It is not known if the customer used sensors at the time of incident and whether the auto mode feature was active. Troubleshooting was declined. The customer requested that the insulin pump and cgm be replaced. No product return is required for mmt-7040a, mmt-332a, and mmt-399a. Return is expected for mmt-7841zn and mmt-1884.